Event description:
It was reported that t:slim x2 pump battery would not charge, and a power source alert appeared around the time the issue began. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of tandem charging cable and wall adapter, tried leaving wall adapter plugged into a working outlet for at least 30 minutes, and pump began charging again using original charging supplies, so no further assistance was required.